Event description:
A talent abdominal stent graft was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were mildly to moderately tortuous and moderately calcified. It was reported that the physician was unable to advance the stent graft delivery system to the intended landing zone due to the vessel morphology, the device ended up kinking. The delivery system was removed from the patient without incident. Another talent stent graft device was then inserted and successfully deployed. No clinical sequelae were reported, and the patient is fine. The kinked talent device will be returned to medtronic for evaluation.

Manufacturer narrative:
(B)(4). Evaluation results: (mildly to moderately tortuous and moderately calcified vessels). Conclusions: (mildly to moderately tortuous and moderately calcified vessels).